Event description:
Anesthesiologist was attempting to place the central line and experienced resistance in the guidewire. She removed the line and stuck the pt again and was able to place the line with ease. She did notice a small hematoma afterwards. Md did not recall there being an issue with the first guidewire's appearance. Per x-rays, it was noted the pt has three small fragments in upper left chest suspected of being guidewire material. Pt was taken back to surgery for successful removal of the fragments.